Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the ias computer and fans would rev up when the ias was turned off and unplugged. The power conversion enclosure was replaced, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for further evaluation. Through testing and analysis the reported issue was confirmed. The power conversion enclosure failed the bench test. Transistors q28 and q14 failed. Analysis determined there was an electrical failure with the power conversion enclosure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was not properly powering off. After the ias was shutdown and unplugged from wall power, the internal fans would begin to run and one could hear the power being distributed. Also, there were lights on in the front of the system. There was no patient present when this issue was observed.